Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On the night of (B)(6) 2025, the patient vomited before she went to bed although her cgm readings at that time seemed fine (unspecified value) so she went to bed without treatment or testing her blood glucose (bg). However, she woke up in the intensive care unit (ICU) and had been in a diabetic coma for more than 24 hours. The patient¿s stated her daughter was trying to call her early in the morning on (B)(6) 2025 but the patient was not picking up her phone so they went to her house and found her unconscious on her bed. Her daughter called 911 and transported her to the hospital. The patient was transferred from the ER to ICU due to a high bg level of 1200 mg/dl and it was not known what the cgm was reading at that time. She was given IV insulin (lantus and humalog). She stayed in the hospital for 9 days. She was discharged on (B)(6) 2025 and was feeling better. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. A review the data logs indicated that the sensor session began on (b)(6 2025 at 11:00 am with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to a manual stop. There were no bg calibration attempts during the entire sensor session. During the time of the event, the estimated glucose values s went above the high threshold of 250 mg/dl and high glucose alerts were triggered at 45 percent audio volume. None of the alerts were acknowledged and cleared when the egvs fell below the high threshold. The allegation and probable cause could not be determined.